Event description:
The customer reported vertical lines on fluoro image and no image. Physicist report indicated collimation was oversize to one side (field not centered). Bad camera, adjust field centering.

Manufacturer narrative:
The service rep installed a new camera (using proper esd procedure) adjusted size, centering and focus as needed. System operating normally.